Event description:
The pump was returned for investigation. Investigation found a dim/discolored display and a cracked battery compartment. This report is made based on the results of investigation completed on 04/15/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/15/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a dim display with reddish contrast. The battery compartment was found to have cracked below the grip pad. The auditory and vibratory features were operational. No issues were found with the buttons. (B)(6).